Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, a crack opening, and clear fluids inside the device. A leak test was performed and found opening on the anterior and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening. Based on the device analysis the final assessment is a crack opening on the diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.